Event description:
During an initial implant procedure, when the right ventricular (rv) lead was connected to the device, high pacing impedance was observed. The lead was tested on the psa and the impedance was normal. The rv lead was attempted to be reconnected to the device but was unable to connect properly. The device was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of connection anomaly and high impedance measurement was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.